Event description:
The 56 year old male patient had endured bleeding originating from a maquet platinum 10mm hemashield graft access site. As treatment, site was packed with pressure dressing, blood products were administered, and a suture was placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).